Event description:
Customer reportedly received the following results on two meters within 10 minutes: 47 mg/dl (aviva) and 182 mg/dl (advantage). No actions taken on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system. Reference medwatch with (B)(6) for the advantage system.